Event description:
It was reported that the customer filled up the reservoir and when she woke up it was empty. The customer got really sick, throwing up and was taken to the emergency room. The blood glucose was 1200mg/dl. It was stated that insulin from the reservoir leaked into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-80344